Manufacturer narrative:
Model number/catalog number : sc-2218-50, serial number : (B)(4), batch/lot number: 17539452/17169197, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg had flipped and was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.